Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient accidentally primed 100 u of insulin while attached. Patient is currently hospitalized with IV push d5, and off of their pump. Patient is hooked up to a cardiac monitor and blood glucose (bg) bg is being checked every 15 minutes. Current bg is 27 mg/dl, with no symptoms. Customer support (cs) advised that the patient needs to be disconnected from the pump when priming or when navigating the pump, as the patient is new to this pump. On (B)(6) 2013, the patient contacted animas and reported he is home from the hospital and on his pump. He reports he programmed the replacement pump on saturday then transferred the cartridge from the old pump without disconnecting, then pushed the cartridge into the replacement pump without checking to see if the pump was rewound. The pump was only half way rewound and over 100 units of insulin were infused into the patient. He immediately went to the hospital and reported to them what he had done. He was hospitalized for 24 hours and released. Patient reports he know he should always disconnect. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia related to the use error of not disconnecting from the pump when priming.